Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoirs are leaking. The blood glucose reading is 92 mg/dl. The reservoir leaked into the insulin pump. Nothing further reported.

Manufacturer narrative:
Inspected three random sealed reservoirs performed manual prime and high-pressure test per specifications. Using a new infusion set along with the insulin pump, the reservoirs passed per specifications. No leakage anomaly noted during analysis. Inspected o-rings on the stopper groove for defects and no anomalies were found. All reservoir connected/locked in place properly.